Event description:
It was reported that this right ventricular (rv) lead had intrinsic amplitude out of range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).